Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va10exr, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from an healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The healthcare provider (hcp) indicated that since battery replacement the patient has not had efficacy from therapy. When the impedances of the system were tested and were found to be greater than 4000 ohms. The hcp indicated that different program configurations were tried and while the impedance issue was resolved at the time of this report, the patient was scheduled for revision surgery on (B)(6) 2018. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.